Event description:
Six pts burned with the quantum as reported to lumenis clinical educator during a training session in 2005. Service was requested in 6/2005. Customer is also having trouble with saving of their user settings.